Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. Visual inspection revealed that the key was not working. The customer's stated problem was verified regarding "alarming key stuck" when turning on device". The pump was inspected, and it was revealed that the keypad was not working properly. Further investigation of the pump determined that a faulty keypad was the cause of the issue. The device was not able to power up due to the being key stuck. The keypad will be replaced.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump was alarming " key stuck" when turning on the device. There was no reported injury to the patient.